Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 412 to 582 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level. Reportedly, customer reverted to manual injections for insulin therapy.